Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing difficulty breathing while using the device. Patient also alleged cancer. The cancer allegation was reviewed by a post market clinical expert and was assessed as not related to the device in this case and therefore is not a reportable injury. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in box b: adverse event or product problem as product problem which is updated to adverse event and outcomes attributed to ae: is selected as other. In describe event or problem is was reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing difficulty breathing while using the device. Patient also alleged cancer. The cancer allegation was reviewed by a post market clinical expert and was assessed as not related to the device in this case and therefore is not a reportable injury. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete which is updated to the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having difficulty breathing and cancer. Medical intervention was not specified. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In box h: device manufacturers type of reported complaint is updated to serious injury. The sections in box h patient outcome code grid, health impact grid coding, evaluation method code grid, evaluation results code grid, conclusion code grid is updated accordingly.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP pro device. The manufacturer received information from the patient alleging cancer and difficulty breathing. Medical intervention was not specified. The dreamstation CPAP pro was returned to the manufacturer for investigation. The device was applied power and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. An internal and external investigation of the device was completed by the manufacturer and found unknown black dust-like contamination and black potential hair/fibers, inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown white and black, inconsistent with degraded sound abatement foam, specks of contamination on the bottom the blower box and blower box lid. Potential blue ink contamination on the exterior of the bottom enclosure. Unknown black particles, hair/fibers, inconsistent with degraded sound abatement foam, on the interior of the bottom enclosure. Several black hair/fibers, inconsistent with degraded sound abatement foam, contamination on the rear panel. Unknown black, inconsistent with degraded sound abatement foam, dust-like and potential hair/fiber contamination on the front panel. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There were no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was not able to confirm the complaint or address the specified symptoms. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.